Manufacturer narrative:
Device not returned to manufacturer.

Event description:
An x-ray image of a post-operative cage fracture was received. It was indicated by the sender that the cage in question may be tritanium. The patient in question presented around (B)(6) 2018 and it was indicated that this is the patient¿s third or fourth revision surgery. It could not be confirmed if the fractured cage is tritanium based on the image.

Manufacturer narrative:
Method:method: labelling review, risk assessment. Result: the reported event could not be confirmed. Available x-ray and communication do not confirm the manufacturer of the device involved in the event. The catalog number and lot number are unknown. No revision surgery or other adverse consequence was reported. Conclusion: no further investigation for this event is possible at this time as insufficient information was received to confirm the manufacturer of the device. Medical device: lot # updated from 9999999 to unknown .

Event description:
An x-ray image of a post-operative cage fracture was received. It was indicated by the sender that the cage in question may be tritanium. The patient in question presented around (B)(6) 2018 and it was indicated that this is the patient¿s third or fourth revision surgery. It could not be confirmed if the fractured cage is tritanium based on the image.